Manufacturer narrative:
Device passed displacement test. Intermittent button response on the up arrow button due to moisture damage on keypad traces. Device received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarmed during self test due to cracked solder joint at pin 6 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was unresponsive. The customer¿s blood glucose level was 228 mg/dl. Troubleshooting was performed. The customer reported that the numbers were not ramping. The customer also reported that the scroll bar was not moving up or down with no input from the user. The device will be returned for analysis.